Manufacturer narrative:
H10: manufacturing review: a device history review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After post filter deployment, ultrasound was performed to assess the right common femoral vein (cfv) demonstrating a patent cfv with no filling defect. A micropuncture needle were used to access the cfv using ultrasound guidance then the filter deployment sheath was advanced over a guidewire into the right common iliac vein (civ). Inferior venacavogram was performed to identify the level of both renal veins. Then, the deployment sheath was advanced into the infrarenal ivc and the retrievable filter was deployed infrarenal, at the l2 level. As the filter was excessively tilted to the left side and the tip was touching the lateral wall, filter removal and replacement were decided. The femoral sheath was left in place after flushing with saline. Ultrasound was performed to assess the right internal jugular vein. Then, the micropuncture sheath was exchanged over the wire with a removal system sheath which was advanced just proximal to the filter tip. The filter was successfully captured and retrieved using a cone removal system. Post removal limited venacavogram showed no filling defects or extravasation and the filter was intact by visual inspection. The sheath was removed from the right internal jugular vein. Once more, the femoral deployment sheath was advanced into the infrarenal ivc and a retrievable filter was deployed infrarenal, at the l2 level. A follow-up venogram demonstrated better position of ivc filter; however, the filter was still tilted to the left side due to large ivc diameter. Removal of the filter was recommended when the filter was no longer required. Therefore, the investigation is confirmed for alleged filter tilt. However, the investigation is inconclusive for perforation of the inferior vena cava (ivc) and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately one year ten months post filter deployment, a preliminary venacavogram identified the filter to be tilted with the apex embedded within the posterior caval wall and perforation of struts. The filter was then successfully captured and retrieved with a cone retrieval device. Another filter was deployed via the femoral vein in an infrarenal position; however, it was still tilted due to a large inferior vena cava diameter. All catheters and wires were removed, hemostasis was achieved with manual compression and a sterile a dressing was applied. The device has been removed after two attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
No device and no images have been made available to the manufacturer. As the lot number for the device has not been provided, a review of the device history records could not be performed. Medical records were received and reviewed and the investigation of the reported event is currently underway. Medical records review: a vena cava filter was recommended in the patient with a history of right popliteal deep venous thrombosis and subsequent pulmonary emboli despite long term anticoagulation. Limited ultrasound was performed to assess the right common femoral vein (cfv) demonstrated patent cfv with no filling defect. The right groin was prepped and draped in a sterile fashion. Ultrasound guidance and a micropuncture needle were used to access the cfv, then the filter deployment sheath was advanced over a guidewire into the right common iliac vein (civ). Inferior venacavogram was performed to identify the level of both renal veins. Then, the deployment sheath was advanced into the infrarenal ivc and the retrievable filter was deployed infrarenal, at the l2 level. As the filter was excessively tilted to the left side and the tip was touching the lateral wall, filter removal and replacement were decided. The femoral sheath was left in place after flushing with saline. Limited ultrasound was performed to assess the right internal jugular vein. The right upper neck was prepped and draped in a sterile fashion. Ultrasound guidance and a micropuncture needle were used to gain access into the right internal jugular vein. Then, the micropuncture sheath was exchanged over the wire with a removal system sheath which was advanced just proximal to the filter tip. The filter was successfully captured and retrieved using a cone removal system. Post removal limited venacavogram showed no filling defects or extravasation and the filter was intact by visual inspection. The sheath was removed from the right internal jugular vein, hemostasis was achieved by manual compression, and a sterile dressing was applied. Once more, the femoral deployment sheath was advanced into the infrarenal ivc and a retrievable filter was deployed infrarenal, at the l2 level. A follow-up venogram demonstrated better position of ivc filter; however, the filter was still tilted to the left side due to large ivc diameter. All catheters and wires were removed, hemostasis was achieved with manual compression with sterile a dressing applied. Removal of the filter was recommended when the filter was no longer required. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. A vena cava filter was deployed in an infrarenal location via the common femoral vein at the level of l2 in the patient with a history of deep venous thrombosis and subsequent pulmonary emboli. The filter was observed to be excessively tilted to the left with the filter apex contacting the lateral caval wall. Access was gained into the internal jugular vein and the filter was then successfully captured and retrieved with a cone retrieval device. Another filter was deployed via the femoral vein in an infrarenal position; however, it was still tilted due to a large ivc diameter. All catheters and wires were removed, hemostasis was achieved with manual compression and a sterile a dressing was applied. Removal was recommended when the filter was no longer required. No additional medical records were received for this patient.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: a vena cava filter was recommended in the patient with a history of right popliteal deep venous thrombosis and subsequent pulmonary emboli despite long term anticoagulation. Limited ultrasound was performed to assess the right common femoral vein (cfv) demonstrating a patent cfv with no filling defect. The right groin was prepped and draped in a sterile fashion. Ultrasound guidance and a micropuncture needle were used to access the cfv, then the filter deployment sheath was advanced over a guidewire into the right common iliac vein (civ). Inferior venacavogram was performed to identify the level of both renal veins. Then, the deployment sheath was advanced into the infrarenal ivc and the retrievable filter was deployed infrarenal, at the l2 level. As the filter was excessively tilted to the left side and the tip was touching the lateral wall, filter removal and replacement were decided. The femoral sheath was left in place after flushing with saline. Limited ultrasound was performed to assess the right internal jugular vein. The right upper neck was prepped and draped in a sterile fashion. Ultrasound guidance and a micropuncture needle were used to gain access into the right internal jugular vein. Then, the micropuncture sheath was exchanged over the wire with a removal system sheath which was advanced just proximal to the filter tip. The filter was successfully captured and retrieved using a cone removal system. Post removal limited venacavogram showed no filling defects or extravasation and the filter was intact by visual inspection. The sheath was removed from the right internal jugular vein, hemostasis was achieved by manual compression, and a sterile dressing was applied. Once more, the femoral deployment sheath was advanced into the infrarenal ivc and a retrievable filter was deployed infrarenal, at the l2 level. A follow-up venogram demonstrated better position of ivc filter; however, the filter was still tilted to the left side due to large ivc diameter. All catheters and wires were removed, hemostasis was achieved with manual compression with sterile a dressing applied. Removal of the filter was recommended when the filter was no longer required. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. A vena cava filter was deployed for a history of dvt and pe. After deployment it was noted the filter was excessively tilted to the left side and the tip was touching the lateral wall. It was determined that the filter should be removed. The filter was successfully captured and retrieved using a cone removal system. Post removal limited venacavogram showed no filling defects or extravasation and the filter was intact by visual inspection. Another filter was than deployed. A follow-up venogram demonstrated better position of ivc filter; however, the filter was still tilted to the left side due to large ivc diameter. Based on the provided medical records, the investigation can be confirmed for a tilted filter. Per the provided medical records, it was believe the tilting of the filter was due to the large size of the ivc. Per the IFU," the eclipse® filter is intended to be used in the inferior vena cava (ivc) with a diameter less than or equal to 28 mm." Therefore, the size of the ivc could have contributed to the tilt. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter malposition - filter tilt. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. A vena cava filter was deployed in an infrarenal location via the common femoral vein at the level of l2 in the patient with a history of deep venous thrombosis and subsequent pulmonary emboli. The filter was observed to be excessively tilted to the left with the filter apex contacting the lateral caval wall. Access was gained into the internal jugular vein and the filter was then successfully captured and retrieved with a cone retrieval device. Another filter was deployed via the femoral vein in an infrarenal position; however, it was still tilted due to a large ivc diameter. All catheters and wires were removed, hemostasis was achieved with manual compression and a sterile a dressing was applied. Removal was recommended when the filter was no longer required. No additional medical records were received for this patient.